Event description:
It was reported that the implantable cardioverter defibrillator {ICD) displayed a code indicating a short circuit condition was detected during shock delivery. Low out of range shock impedance measurements of less than 20 ohms were noted during the shock delivery. Boston scientific technical services {ts) was consulted and recommended explanting the other manufacturer's rv lead and this ICD emergently as it could not be confirmed the system could convert the patient. Subsequently the ICD was explanted and the rv lead was surgically abandoned. A new system was implanted on the opposite {left) side. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).